Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an idiopathic ventricular tachycardia ablation procedure with a thermocool smarttouch uni-directional navigation catheter and suffered a cardiac tamponade which required pericardiocentesis. A cardiac tamponade was noticed as the patient's blood pressure dropped very early on in the case and was confirmed by echocardiogram. It is unclear as to when the event occurred. A pericardiocentesis was performed and 400cc of fluid was removed. The patient was reported to be in stable condition and transferred to the intensive care unit at this time this event was reported to biosense webster. It is unknown if the patient received extended hospitalization due to the event. The patient's outcome of the event is currently unknown. It is noted the patient had a high premature ventricular contraction burden prior to the procedure. However, there are no known factors that may have contributed to this event. No transseptal puncture was performed and it is unknown if the patient received anticoagulation. The generator was in power control mode with default temperature cutoff settings. The power was not titrated during ablation. The irrigation flow setting was consistent with instruction for use recommended settings. There were no errors reported by the biosense webster systems during the procedure. The physician did state post case that she did not think it was a product malfunction. The problems did begin hours before mapping and ablating began. It is unclear at which point the adverse event occurred.